Event description:
Anv image storage hard drive was found to have defective sectors. These areas on the hard drive were repaired. The following day, the images taken about the time of the hard drive error were viewed and images from a different pt were mixed with the one being viewed. There was no misdiagnosis.